Event description:
It was reported that the 9800 system would not play back some saved cine images which are also not numbered in order. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the cine bridge board and hard drive. Replaced components, loaded software and reloaded calibration files. The system was tested and found to be working as intended and placed back into service.